Manufacturer narrative:
Results: stent deformation and failure to deliver stent, vessel morphology, severe calcification. Conclusions: vessel morphology, severe calcification. (B)(4).

Event description:
The physician was attempting to advance an endeavor resolute rx (2.25 x 30mm) drug eluting stent to a severely calcified lesion in a patient admitted with unstable angina. The device could not cross the lesion; on withdrawal of the stent it was noted that the stent was deformed. No clinical sequelae were reported. Summary evaluation: the stent was positioned between the marker bands as per specifications. The 6th proximal stent segment was raised and deformed. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).